Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the stay suture in place but the retention suture missing. The proximal anchor was not engaged. There is biological debris on the returned items. A functional assessment of the device found that the device functions as intended, the proximal anchor deploys as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an ankle tendon suture surgery, the bioraptor knotless pulled out after implanted. The procedure was completed with non-significant surgical delay using a smith and nephew back up device. No further complications were reported.